Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis, herpes nos and asthma exercise induced. Concurrent conditions included hypothyroidism, salivary gland infection, neuropathy, ex-tobacco user, skin mass, psoriasis, abdominal pain, poor sleep, depression, neck pain, onychoschizia, skin dry, pain in hip, knee pain, jaw pain, decreased appetite, constipation, nausea, uterine fibroids, fibromyalgia, gerd, osteoarthritis, adenomyosis, stress urinary incontinence and obesity. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2011, cyclobenzaprine since 2015, dexmethylphenidate hydrochloride since 2015, gabapentin since (B)(6) 2015, levothyroxine since (B)(6) 2011, omeprazole since (B)(6) 2011 and spironolactone since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction ¿ metal jewelry cause rash on skin") with dermatitis allergic and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches"), 6 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)") and anaemia ("other injuries ¿ anemia"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, migraine, weight increased and anaemia had resolved and the fatigue and alopecia was resolving. The reporter considered allergy to metals, alopecia, anaemia, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, bilateral fallopian tubes, excision benign uterine leiomyomas, benign adenomyosis, benign early secretory phase endometrium (day 16) unremarkable cervix. Unremarkable fallopian tubes, bilateral. Gross: cross sectioning through the myometrium reveals approximately 11 presumed leiomyomas ranging in size from 1.5 to 0.5 cm in greatest dimension. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ hair loss, fatigue, menorrhagia, dysmenorrhea, anemia. Most recent follow-up information incorporated above includes: on 13-aug-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction ¿ metal jewelry cause rash on skin; dysmenorrhea;f atigue; hair loss;migraines/headaches; pain; weight gain; other injuries ¿ anemia. Lot number , new reporter information, historical conditions, concomitant conditions and drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure (batch no. 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis, herpes nos and asthma exercise induced. Concurrent conditions included hypothyroidism, salivary gland infection, neuropathy, ex-tobacco user, skin mass, psoriasis, abdominal pain, poor sleep, depression, neck pain, onychoschizia, skin dry, pain in hip, knee pain, jaw pain, decreased appetite, constipation, nausea, uterine fibroids, fibromyalgia, gerd, osteoarthritis, adenomyosis, stress urinary incontinence and obesity. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2011, cyclobenzaprine since 2015, dexmethylphenidate hydrochloride since 2015, gabapentin since august 2015, levothyroxine since (B)(6) 2011, omeprazole since (B)(6) 2011 and spironolactone since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction ¿ metal jewelry cause rash on skin") with dermatitis contact and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches"), 6 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)") and anaemia ("other injuries ¿ anemia"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis contact, dysmenorrhoea, migraine, weight increased and anaemia had resolved and the fatigue and alopecia was resolving. The reporter considered alopecia, anaemia, dermatitis contact, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, bilateral fallopian tubes, excision benign uterine leiomyomas benign adenomyosis benign early secretory phase endometrium (day 16) unremarkable cervix unremarkable fallopian tubes, bilateral. Gross: cross sectioning through the myometrium reveals approximately 11 presumed leiomyomas ranging in size from 1.5 to 0.5 cm in greatest dimension.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ hair loss, fatigue,menorrhagia, dysmenorrhea, anemia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune thyroiditis ('hashimoto¿s') in a 43-year-old female patient who had essure (batch no. 627452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis, herpes nos and asthma exercise induced. Concurrent conditions included hypothyroidism, salivary gland infection, neuropathy, ex-tobacco user, skin mass, psoriasis, abdominal pain, poor sleep, depression, neck pain, onychoschizia, skin dry, pain in hip, knee pain, jaw pain, decreased appetite, constipation, nausea, uterine fibroids, fibromyalgia, gerd, osteoarthritis, adenomyosis, stress urinary incontinence and obesity. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2011, cyclobenzaprine since 2015, dexmethylphenidate hydrochloride since 2015, gabapentin since (B)(6) 2015, levothyroxine since (B)(6) 2011, omeprazole since (B)(6) 2011 and spironolactone since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dermatitis contact ("allergic or hypersensitivity reaction ¿ metal jewelry cause rash on skin") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches"), 6 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)") and anaemia ("other injuries ¿ anemia"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods"), hypothyroidism ("hypothyroid;"), psychological trauma ("psych injury"), tooth disorder ("dental probs") and nervous system disorder ("nuero condit/problem") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis contact, dysmenorrhoea, migraine, weight increased and anaemia had resolved, the autoimmune thyroiditis, metrorrhagia, hypothyroidism, neoplasm, psychological trauma, tooth disorder and nervous system disorder outcome was unknown and the fatigue and alopecia was resolving. The reporter considered alopecia, anaemia, autoimmune thyroiditis, dermatitis contact, dysmenorrhoea, fatigue, hypothyroidism, menorrhagia, metrorrhagia, migraine, neoplasm, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for metorhagia (bleeding b/w periods), anemia, hypothyroid; hashimoto¿s, dental probs., nuero condit/problem, tumors, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: uterus, bilateral fallopian tubes, excision - benign uterine leiomyomas - benign adenomyosis - benign early secretory phase endometrium (day 16) unremarkable cervix - unremarkable fallopian tubes, bilateral. Gross: cross sectioning through the myometrium reveals approximately 11 presumed leiomyomas ranging in size from 1.5 to 0.5 cm in greatest dimension.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ hair loss, fatigue,menorrhagia, dysmenorrhea, anemia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event dental probs., nuero condit/problem, tumors, psych injury, hypothyroid;, metorhagia (bleeding b/w periods), added. Hashimoto¿s, incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.